Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the blade was broken prior to surgery. The blade was put into the shaver handpiece and it hit the foot pedal and the internal piece broke out. Another blade was opened. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner hub and a portion of the inner shaft were broken off. The middle assembly indexes freely by hand and there was no damage to the tip. The inner spiral wrap broke (twisted it on itself in a ccw direction) at the approximate center of the outer tube proximal radius. If information is provided in the future, a supplemental report will be issued.